Event description:
Complainant alleged that the clinicians attempted to defibrillate a patient (age and gender unknown) during the performance of a catheterization procedure on the patient, but the device displayed a "poor pad contact" message, and did not shock the patient. The clinicians then obtained another device and universal cable and successfully defibrillated the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.